Event description:
Pt began having symptoms of blood clots - put on blood thinner around "04/23 - 05/23." Blood clots in lungs in july, already on blood thinner, has had multiple issues since then with ongoing medical chron's and surgeries.